Event description:
It was reported that following implant, the pulse generator did not exhibit any output. The pocket was reopened and the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.